Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, which will include final analysis results. (B)(4).

Event description:
It was reported that the crt-p was explanted due to suspected premature battery depletion. It was observed during the replacement procedure that the device was showing only 4.5 years remaining. The physician wants to know whether the battery was compromised; therefore, the device will be returned for analysis. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was determined that the power level increased when the pulse generator was sensing atrial arrhythmia for long periods of time. The atrial chamber was sensing 39.4% of the time. Review of the sensed rates noted high prolonged atrial rates. Further review of device memory noted that the signal artifact monitor (sam patch) had been installed and enabled. This also adds additional processing power. In conclusion, analysis determined that premature battery depletion was not confirmed, and normal/expected device operation was observed.

Event description:
It was reported that this device was explanted due to suspected premature battery depletion. It was observed during the replacement procedure that the battery longevity was showing 4.5 years remaining. No additional adverse patient effects were reported. This device was returned for analysis.